Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The drill bit stuck into the drill guide and broke. Surgical delay of a few minutes. An exactly time of delay is not reported.

Event description:
The drill bit stuck into the drill guide and broke. Surgical delay of a few minutes. An exactly time of delay is not reported.

Manufacturer narrative:
The reported event that drill bit axsos 3 ti non-locking, short, ø2.5 x 216mm was alleged of 'component/device stuck' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force during use. The device inspection revealed the following: it is clearly visible, as the returned drill bit got badly bent, that far too much mechanical force was applied during drilling and finally resulted in the breakage of the front part of the drill shaft. Note that the reminding part of the drill bit is still completely wedged in the drill guide. A review of the device history for the reported lot did not indicate any abnormalities. Nevertheless, note that a corrective nc # 1359091 has been previously initiated in order to address this occurrence. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.